Event description:
It was reported that during implant the lead exhibited low impedance. The lead was not used and a new lead placed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found normal device characteristics.